Event description:
(B)(4). The dealer reported that the end user of a tdxsp-mcg power wheelchair had slide the leg to center of calf pad, and it was broken, but the head screw and brass brushing remain on the unit, while the calf pad fell on to the floor. There was no patient injury reported.